Event description:
Boston scientific received information that this device and right ventricular defibrillation lead displayed noise and a nonsustained ventricular tachycardia episode. On the electrogram, it was noted that two to four beats were almost undetectable because they were small. There was oversensing resulting in pacing inhibition. It was also mentioned that the pacing impedance measurements varied greatly; however, remained within normal limits. Technical services was contacted and cannot rule out a device header or lead issue. No adverse patient effects were reported. Subsequently, a revision procedure was performed and the device was explanted. It was noted that the header of the device was not loose.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.